Event description:
It was reported that the patient was experiencing from ineffective therapy due to fracture in one of her leads. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead has a fracture.

Manufacturer narrative:
The date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000093193.

Event description:
Additional information received. Identified, that patient underwent surgical intervention wherein. The entire system was explanted to address the issue.

Manufacturer narrative:
The event of explant was reported to abbott. The damaged lead was visually inspected by imaging. The entire system was explanted, due to a lead fracture. The results of the investigation are inconclusive, as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.